Manufacturer narrative:
(B)(4), lot 17023074 is 07613203021012. The customer¿s report ¿that the male luer of the primary set broke off inside of a needleless adapter¿ was confirmed. Visual inspection of the partial set found the male luer tip on the suspect primary set broke off; with one side slightly higher than the other. Further visual inspection under magnification observed a whitish colored stress marking on the broken luer tip¿s lower side. There were no immediate signs of damage or deformities found on the remaining portion of the male luer tip or collar. The broken off tip of the male luer was not returned. Due to the primary set¿s broken off male luer tip; functional testing could not be performed. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer of the primary set broke off inside of a needleless adapter. There was no report of patient harm.